Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the foil packaging of an unspecified quantity of minicaps were damaged which resulted in excess iodine leaking from the packaging. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, nine (9) photographs were received for pouch "delaminated" and three (3) photographs for excessive iodine. For the nine (9) photo sample, visual inspection revealed aluminum foil was delaminated. The reported condition was verified for the first sample. The cause of the condition was not determined. For the three (3) sample visual inspection revealed iodine leaked and stained the threads and surface of the caps. The reported problem was confirmed. The cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.